Event description:
The customer contact reported inaccurate delivery. At 1040, the device was programmed to deliver an unspecified concentration of taxol, with a vtbi (volume to be infused) of 500ml, for a duration of three hours, and the delivery was started. At 1130, the device alarmed and device displayed a vtbi of 0ml; however, the customer contact reported 350-400mls remained in the solution bag. The customer contact reported the device was powered off and on. The device was reprogrammed to deliver the remaining volume of taxol, for a duration of two hours, and the delivery was started. At 1300, the device alarmed and the nurse reported that, "it looks like it has finished 40 min early." The device was removed from clinical service. There were no reported adverse pt effects and no reported delay of therapy critical to this pt. No medical interventions were required. Though requested, no add'l info was provided.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. (B) (4)